Event description:
The customer reported that a patient began having problems with ventilation and it was determined to be due to the leaking of air out of the tube's cuff. A non-routine replacement of the tube was required. The customer reported that examination of the removed tube revealed that the cuff was intact, the valve was probably intact and functioning, but the balloon attached to the valve was leaking. The tube was discarded.